Manufacturer narrative:
Evaluation was performed and showed the catheter to be kinked. It is unknown if this had any effect on the complaint, however, it did not show when the product was evaluated. The catheter was connected to the generator and the impedance functioned to specifications.

Event description:
During idet procedure, there was a one-hour delay due to impedance being too high during the case. No other information is available at this time.